Event description:
It was reported that revision surgery was performed due to a disassociation of the ceramic femoral head from the femoral stem. The ceramic femoral head was replaced and the femoral stem was left in the pt.